Manufacturer narrative:
Concomitant medical products: x2dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a chronically high threshold of the low-voltage pacing lead. The patient was tested post-implant of a routine implantable pulse generator (ipg) changeout and the threshold was shown to be slightly lower than the chronic value. It was noted the patient had a pre-syncopal or syncopal event and was not at the hospital at the time of the event, and the physician was not sure which it was. The patient came back to the hospital following the pre-syncope/syncope. No further actions have been documented. At this time, it is noted the patient is still in the hospital following the generator change. No further patient complications have been reported as a result of this event.